Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/04/204, around 7:30 am, the patient´s mother could not wake the patient up. The patient was having a seizure and was clammy and sweaty. They called hotel emergency and they took a bg reading which was 58 mg/dl or 3.2 mmol and the cgm was displaying 3.3 mmol/l. The patient´s father called 911, the patient was treated with fluids and taken to the hospital. By the time they came to the hospital the patient was already improving. After 30 minutes they decided to take the patient home and took her to a near hospital. They calibrated the cgm reading was 7.2 mmol/l and the bg reading was 4.8 mmol/l. An additional measurement was provided, the cgm reading was 3.3 mmol/l and the bg reading was 3.2 mmol/l. There was no additional treatment provided. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. E1 initial reporter state - on.